Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this ra lead has loss of capture and intermittent. Bipolar and unipolar outputs at 6.5v@1.0ms. Maybe a sensing issue also, n/r's in dailies. Today sensing >3.0mv p-waves. When vp, ddi 30 conduction in normal sinus at 65-70 bpm. Farfiled or strange depolarization with vp. May be strange retrograde but not conducting up. Aai is intermittent ra pacing capture. Does not look dislodged per testing. Ra impedance stable -500 ohms and unchanged from implant. Physician decided to turn off ra lead, vvi 45. Physician to monitor and follow since patient has normal conduction. Physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).